Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and halos. The yag (yttrium aluminum garnet) was performed post operation. The surgeon does not see any reason for glare or halos. The surgeon has performed glare testing and did not find any glare. Slit lamp exam shows lens in good position with no signs of glistening. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with one of the two eyes.

Event description:
Additional information has been received and stated that, the patient is complaining of starburst and white dots in their vision.

Manufacturer narrative:
Additional information received in b.5., and h.3. The manufacturer internal reference number is: (B)(6).